Manufacturer narrative:
A device history record review was performed for the subject device part number: 03.130.202, synthes lot number: f-22074, manufacturing location: (B)(4). Supplier: external supplier (B)(4), release to warehouse date: 01.jun.2017. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product development investigation was performed for the subject device. The returned device was confirmed to be broken. Replication of the complaint condition is not applicable as the device is already broken. Reviewing DHR shows that this lot was released after complete final inspection with no detected issues regarding manufacturing procedure. The measured and documented hardness of the material was within specification (hv10 = 600 +55/0). This drill bit was released in faultless condition. For details, please see appropriate section device history. Measurable dimension of the shaft shows conformity to the specifications as well. Drawing specification states 1.07mm 0/-0.03mm) measured with measuring tool 3-01-19309 = 1.07mm. There were no issues during the manufacture of this product that would contribute to this complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient ID/initials and weight are unknown. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Facility phone number is unknown without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the device was used in the surgery for the fifth metacarpal bone fracture on (B)(6) 2017. The variable angle (va) hand plate (1.5 mm) was used for the procedure. While the surgeon was drilling the fourth hole to the bone, the drill bit broke. No medical intervention was required; the operation was completed with a broken piece of the drill bit remaining in the bone. No delay in surgery was reported. There may be a procedure in the future to remove the broken piece. The patient status was reported as okay. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.